Manufacturer narrative:
Event date unknown. Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device would not hold patient data and settings after multiple recharging and that the mother board needed replaced. The product fault occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
While performing a review of file (B)(4) it was discovered that the file was inadvertently assessed as reportable. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-02667 is no longer considered reportable, please disregard any reports associated with it.